Manufacturer narrative:
(B)(4).

Event description:
Pt reported missing low alert on (B)(6) mobile app (B)(6) 2019 (B)(4). Escalation follow up. (B)(6) was able to speak with pt and resolve issue. He had pt change his audio notifications to a different tone and this resolved.